Manufacturer narrative:
Returned product was pressure tested and found to operate within normal pressure range.

Event description:
Per the customer....while using the wp-310 with the clear jet-tip on pressure setting 2, two of his teeth popped out. He stated he was using the water flosser with the tip pointed at a 90 degree angle. Customer stated that this happened about a month ago, he went to the dentist about a week after the incident. He indicated that the teeth 9 and 10 popped out, since they were glued together. The dentist stated he would need repair for either a bridge or implant to fix his teeth. He is looking to get monetary assistance to repair his teeth. Customer said that he would send product back for analysis.

Manufacturer narrative:
Unit in question has not been returned for testing and evaluation.

Event description:
Per the customer....while using the wp-310 with the clear jet-tip on pressure setting 2, two of his teeth popped out. He stated he was using the water flosser with the tip pointed at a 90 degree angle. Customer stated that this happened about a month ago, he went to the dentist about a week after the incident. He indicated that the teeth 9 and 10 popped out, since they were glued together. The dentist stated he would need repair for either a bridge or implant to fix his teeth. He is looking to get monetary assistance to repair his teeth. Customer said that he would send product back for analysis.